Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was interrogated during a regular follow-up performed on (B)(6)2016. Reportedly, atrial lead impedance curve was empty. Patient files from previous follow-ups were checked and also showed an empty atrial lead impedance curve.